Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started ¿about (B)(6) 2015, after 12:00pm et¿. The patient manages her diabetes with a combination of medications. She denied making any changes to her usual diabetes management routine as a result of the alleged issue. She reported that between ¿about (B)(6) 2015¿, she administered novolog, humalog and levemir insulins at 6:00am each day. She reported that ¿within 1 month¿ of the alleged issue, she developed symptoms of ¿crying, sweating and falling down¿. No other treatment or medical intervention was specified. The patient reported that on (B)(6) 2015 at 9:00am et, she obtained a laboratory blood glucose result of ¿163 mg/dl¿. At the time of troubleshooting, the cca noted that the meter was being used for the first time. Based on the information provided, there was no misuse of the product. The cca noted that the patient was using the correct test strips; however, the meter did not turn on when a new test strip was inserted per owner¿s manual or when the meter¿s power button was pressed. Based on the information provided, the battery did not need to be replaced; however, the cca noted that the alleged issue is most likely due to a ¿dead battery sitting long time in meter¿. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged power issue began.

Manufacturer narrative:
Follow-up # 1 the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. In addition, a DHR (device history record) was also completed for this product and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.